Manufacturer narrative:
Follow-up #1 date of submission 07/17/2012 device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all buttons responded to presses as expected. There was no evidence of contamination found under the key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok keypad button required several hard presses to elicit a response. The patient reportedly wore the pump attached to a belt and wipes the pump clean with a dry rag. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.